Manufacturer narrative:
Add'l: 72402106, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Based on the implant time, this type of event is considered normal wear over time.

Event description:
On (B)(6) 2001, patient was implanted with an artificial bowel sphincter. On (B)(6) 2008, the entire device was removed and replaced due to "control porosity of balloon. Sphincter not working correctly."